Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Third party hmsc monitoring reported unipolar lead failure transmitted to hmsc (B)(6) 2021 after a period of non-transmission. Pacing impedance had trended up and sensing had trended down before non-transmission period. Recordings on hmsc show noise and non-capture. Bipolar lead failure occurred the day after implant on (B)(6) 2021. Aps recommended the patient be brought in for immediate evaluation. Suspected dislodgment. Should additional information become available, it will be added to this file.